Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR. Report addresses test two (2) of three (3). The tests were performed with the kit swab on a nasal sample. Confirmation testing was performed via pcr (platform unknown) and additionally with quickvue antigen test performed on (B)(6) 2023, generating negative results respectively. The consumer reportedly was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214751 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 214751, test base part number 195-430h/ lot 212735. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214751 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : device discarded; single-use device.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. This MFR. Report addresses test two (2) of three (3). The tests were performed with the kit swab on a nasal sample. Confirmation testing was performed via pcr (platform unknown) and additionally with quickview antigen test performed on (B)(6) 2023, generating negative results respectively. The consumer reportedly was asymptomatic. No additional patient information, including treatment and outcome, was provided.